Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated that the was exposed at the beach. Th customer doesn't recall receiving the button error just blank display. The customer could not check the history due to blank display and pump not present. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced.